Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent inability to perform x-ray due to image disk and tube issues occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.